Event description:
It was reported that the plastic seam at distal tip was opening on a micro bipolar forceps instrument. Blood or rust inside. There was no reported injury. No other information was provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the micro bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The micro bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. Visual inspection displayed no signs of physical damage. No missing or broken components observed. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design. The instrument is in its expected condition. The product is considered conforming in its current state. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The device was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer-reported event.